Event description:
The explanted product was received by the manufacturer and is pending product analysis.

Event description:
Lead product analysis was completed. The alleged fracture was confirmed in the product analysis, or pa, lab. The portion of the lead containing the electrodes was not returned and, therefore, a complete evaluation could not be made as to the entire product. Visual analysis identified that the connector pin quadfilar coil appeared to be broken approximately 22 mm from the electrode bifurcation. Scanning electron microscopy, or sem, identified the area on three broken coil strands as being mechanically damaged, preventing identification of the coil fracture type. Mechanical damage, residual material, and pitting was observed on one of the broken strands. The remaining broken coil strand was identified as having evidence of a stress induced fracture (with fatigue appearance) with mechanical damage, residual material, and no putting. Pitting and residual material were observed on the coil surface, providing evidence that stimulation was present for a certain period of time. Setscrew marks were found on the end of the connector pin, indicating that the lead had not been fully inserted into the generator cavity. However, additional setscrew marks were found that provided evidence that a good mechanical and electrical connection was present at one point in time. With the exception of the observed discontinuity, the condition of the returned lead portion was consistent with those typically following explant.

Event description:
It was reported that high impedance was observed on the patient's vns. It was stated that x-rays were to be performed. The patient underwent vns lead replacement surgery. The explanted product has not been received by the manufacturer to date. The x-rays have not been reviewed by the manufacturer to date. No additional relevant information has been received to date.